Event description:
Reported receiving a reading of 333 mg/dl. Eight units of insulin were taken. Customer's blood glucose dropped to 33 mg/dl. Customer was in a comatose state for approximately one hour. Paramedics were called adn provided intravenous medication to raise levels. A reading of 85 mg/dl was then received by paramedics. A second freestyle meter was used for comparison and it was similar to the reading received by the paramedics. Testing was conducted on fingers.